Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was completely black. A field service engineer found drawer sets 5.1 and 5.2 to be the issue and checked both drawer controller boards with a voltmeter. The field service engineer replaced the drawer controller board for 5.1 and reattached all cables. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es screen was completely black. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.